Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's field service engineer was unable to duplicate the reported errors. A review of the significant event log did not display any errors that confirm the allegation. The fse advised the customer that it is important to select the correct mask to avoid large leaks. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit had flow sensor errors. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.